Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon behind cervix [foreign body in reproductive tract], discomfort after intercourse [genital discomfort], bleeding after intercourse [coital bleeding], went for a pap test, there was a piece of the tampon behind cervix [device breakage]. Consumer contacted via e-mail and stated that she went for a pap test and there was a piece of the tampon behind her cervix. No serious injury was reported.